Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and char was found at the proximal end of the tip. The returned device was tested for electrical performance, stockert compatibility, and thermal sensor response. The electrical leakage was found within specification. The thermocouple sensor passed when immersed in fluid with controlled temperature. The catheter interfaced with the stockert obtaining acceptable ablation readings. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was not confirmed.

Event description:
It was reported that during idiopathic vt procedure, the stockert was displaying a low temperature of 25 degree celsius and the physician could not ablate. After the trouble-shooting was performed, the issue was not resolved. The redel cables and hypertronics were reprocessed. The issue was resolved by using the new redel cable. Upon receipt of the device and initial visual inspection, bwi found char on the catheter on (B)(4), 2011 making this event reportable on this date.

Manufacturer narrative:
The concomitant product: stockert, model # m-5463-01, serial # (B)(4). The evaluation summary for the stockert: after an extensive troubleshooting, it was found that the redel and hypertronics cables were reprocessed, after the redel cable was replaced the issue was fully resolved. (B)(4).

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).